Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown gynecological procedure on (B)(6) 2011 and the mesh was implanted. Following the procedure, the patient experienced acute and/or chronic pain, voiding dysfunction pain during intercourse, neuromuscular problems including acute and/or chronic pain in the groin, thigh, leg, pelvic and/or abdominal area, recurrence of incontinence, urge incontinence; urinary frequency and atypical vaginal discharge. The patient also experienced exposed mesh and it may cause pain or discomfort to the patient¿s partner during intercourse, swelling around the wound site, recurrent prolapse, contracture, scarring, excessive contraction or shrinkage of the tissue surrounding the mesh, vaginal scarring, tightening and/or shortening, constipation/defecation dysfunction and granulation tissue formation. The patient underwent three further surgeries to fix mesh erosion through their vaginal wall. The patient was taking pain medications including fentanyl patches, lyrica, paracetamol. The patient is unable to have sexual intercourse due to pain and bleeding and to stand, sit, lay down or walk for long periods. The patient is awaiting to see a doctor to consider a full mesh removal. Additional information has been requested.